Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Long depaquit, t., berchiche, w., fourmarier, a. M., reus, r., uleri, a., bastide, c., baboudjian, m., peyrottes, a., & eghazarian, c. (2025). Comparative analysis of functional and economic outcomes of prostatic urethral lift and water vapor thermal therapy for male luts: a french perspective. The french journal of urology, 35, 102872. Https://doi.org/10.1016/j.fjurol.2025.102872.

Event description:
It was reported to boston scientific through a publication in the french journal of urology that a retrospective, single center study was conducted to evaluate the functional and economic outcomes of rezum water vapor thermal therapy (wvtt) and urolift prostatic urethral lift (pul) in the treatment of benign prostatic hyperplasia (bph) related lower urinary tract symptoms (luts). The study included 60 patients in total, with 30 undergoing rezum, and follow up assessments were conducted at 1 and 3 months. No device malfunctions were reported. Within the first month post-procedure, the following complications were observed in the rezum group: 9 cases of hematuria, 3 cases of urinary retention, 2 cases of pain, 2 cases of hemorrhoid crisis, 2 cases of hemospermia, 1 case of pollakiuria, and 1 case of dysuria. All complications were classified as clavien grade 1 or 2, and no re-hospitalizations were required. At 3 months, patients showed significant improvement in urinary symptoms and quality of life, with preserved erectile and ejaculatory function. The study concluded that rezum is an effective and economically favorable minimally invasive therapy for bph, offering a higher financial margin despite higher initial equipment costs.

Event description:
It was reported to boston scientific through a publication in the french journal of urology that a retrospective, single center study was conducted to evaluate the functional and economic outcomes of rezum water vapor thermal therapy (wvtt) and urolift prostatic urethral lift (pul) in the treatment of benign prostatic hyperplasia (bph) related lower urinary tract symptoms (luts). The study included 60 patients in total, with 30 undergoing rezum, and follow up assessments were conducted at 1 and 3 months. No device malfunctions were reported. Within the first month post-procedure, the following complications were observed in the rezum group: 9 cases of hematuria, 3 cases of urinary retention, 2 cases of pain, 2 cases of hemorrhoid crisis, 2 cases of hemospermia, 1 case of pollakiuria, and 1 case of dysuria. All complications were classified as clavien grade 1 or 2, and no re-hospitalizations were required. At 3 months, patients showed significant improvement in urinary symptoms and quality of life, with preserved erectile and ejaculatory function. The study concluded that rezum is an effective and economically favorable minimally invasive therapy for bph, offering a higher financial margin despite higher initial equipment costs.

Manufacturer narrative:
B3. Date of event: exact event date is unknown. Date of publication was used. G2. Report source: correction. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Long depaquit, t., berchiche, w., fourmarier, a. M., reus, r., uleri, a., bastide, c., baboudjian, m., peyrottes, a., & eghazarian, c. (2025). Comparative analysis of functional and economic outcomes of prostatic urethral lift and water vapor thermal therapy for male luts: a french perspective. The french journal of urology, 35, 102872. Https://doi.org/10.1016/j.fjurol.2025.102872. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with use of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.